Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
Noticed in cssd that a mako mics handpiece had a broken locking trigger, causing the handle to not lock in place. This makes it unsafe to use during a surgery. Was not associated with a patient case.